Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damaged, and one band was damaged. The handle returned without any visible damage. On the other hand, the customer provided a picture where it is possible to observe the suture of the ligator housing detached, but this cannot be seen on the device that was returned, as it was returned with the suture in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. It was found that the bands were unable to deploy because one of the bands was damaged. This problem may be due to the technique used by the physician, or the way in which the device was handled when attempting to deploy the bands. There is a possibility that the way the device was placed, or the tortuosity during the procedure, affected the functionality of the handle when attempting to deploy the bands. It is also possible that, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, causing the bands to not deploy accordingly. Therefore, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the first band was deployed normally. However, the second and subsequent bands could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the first band was deployed normally. However, the second and subsequent bands could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.